Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the user was attempted to dispense medication, but the pocket failed to open. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes . Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the server reports were inaccurate. A technical support specialist (tss) checked the logs and found that no transaction was done. Tss explained to customer that when a drawer failed, it could not record a transaction successfully. If it failed during the transaction and the drawer remained open, there was nothing that we or the device could physically do to prevent the user from removing the drug. Tss explained that most of the time, the user needed to administer the drug to a patient and still removed it. The transaction did not appear on reports at the server or elsewhere, but the tss had enough information for the user to cross-reference with own records and documentation. Tss knew at which device it occurred, at what time it occurred, which medication was loaded in that drawer, and which user was logged in at that time, most of the time, a discrepancy was created after the drawer was recovered and the medications were recounted. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the user was attempted to dispense medication, but the pocket failed to open. There were no adverse events or injuries reported based on this event.